Event description:
Following a transapical tavr procedure, the patient had two episodes of apical bleeding requiring repair in the or. Reportedly the tavr procedure went well without incident, and although the apical closure took a bit longer due to a friable ventricle, the patient tolerated the procedure well and was subsequently transferred to the ICU in stable condition. The patient did not require hemodynamic support or any blood products at any time during the initial tavr. Post-procedure in the ICU, the patient became hypotensive. There was increased output noted in the chest tube. The patient was taken back to the or, and when the apical incision was opened, there was bleeding noted at the apex of the heart. This was subsequently repaired by placing additional pledget sutures. The patient also received 3 units of prbcs. The patient was taken back to the ICU in stable condition. Approximately one day later, the patient was again noted to be hypotensive, with increased chest tube output. The patient was again taken back to the or, and the apical incision was reopened. The apex was again repaired, using pledget suturing. The patient was taken back to the ICU in stable condition and recovered well. The patient had no further episodes of hypotension or bleeding. The patient was discharged to a skilled nursing facility (snf).

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the reported apical bleed is not available; however it likely that patient factors (friable tissue and female gender) caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(6) basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.